Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the customer had not removed the cartridge while pumping. The cartridge was reloaded onto the pump to address the cartridge alarm. There was no reported adverse impact to the customer's blood glucose level.